Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were 105,204,129,266,270,and 109mg/dl, tests were done within 20 minutes with a difference of 36%. Patient did not expereince any adverse events.